Event description:
The customer reported that the device was not working properly during use. Shocks were attempted but aborted.

Manufacturer narrative:
(B)(4): the customer reported that the device was not working properly during use. Shocks were attempted but aborted. The involved pt died; the death is reported in MDR# 1218950-2013-01022. The customer believes that the device failed. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.